Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that their information center "would not show red alarms". No patient harm was reported to have occurred.